Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that there was a different time listed on the stored electrogram (egm) episode of the implantable cardiac monitor compared to when the device was interrogated. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.